Event description:
An x-ray was taken that was double exposed and should have been repeated. The autocropping did not detect a previous exposure on the image plate and cropped to the second exposure. In the future, the autocropping feature will be disengaged.this issue was revealed when, during a qa review process for collimation, an image was pulled up from the fuji cr reader and the cropping removed. Upon removing the cropped area it was noticed that there was a doubled exposure on the image plate. The cr reader's auto cropping had cropped the second exposure and eliminated the area where the technologist would notice the variance. The image was repeated in this instance with no known negative out comes. After noticing this issue a test was performed, resulting in the same outcome. Auto-cropping was requested to be turned off, so that this issue would not occur again. The technologist will still be able to manually crop the images; however, they can review the entire plate to see if there has been a double exposure and repeat the image. This will prevent missed diagnosis that could possibly occur unintentionally.